Manufacturer narrative:
Section a4 and a5 (ethnicity): unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's right eye as the patient was not happy with vision (poor vision). A competitor lens of lower diopter (24.0d) was used as a replacement. No unplanned medical or surgical interventions required, and no patient injury reported. The patient is doing well & scheduled for the other eye surgery. The lens is not available for return as it was discarded. No further information was provided.